Manufacturer narrative:
The manufacturer received three previous notification from the same hospital regarding events of re-intervention (valve-in-valve) with perceval valves. These reports were submitted under report ids: 3019892983-2021-01044, 3019892983-2021-01045, 3019892983-2021-01046. The manufacturer is bundling the other products/patients together in this reporting activity while confirming the exact total number of patients and devices involved. Unknown device disposition.

Event description:
Received information from the field about 7 perceval valves that failed within 5 years. No further information was provided at this time

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and on the device involved. However, no further information was provided as of today despite the manufacturer's attempt. Since the device serial number remains unknown and the device disposition is unknown, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion for the reported event. Since limited information was provided on the device malfunction, patient impact and treatment provided, the root cause of the reported early device failures remains unknown at this time. Should the manufacturer receive additional information in the future, an update to this reporting activity will be provided.

Manufacturer narrative:
Corrected device code and investigation finding code in h6. The remainder of the information previously submitted remains unchanged.